Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Although a physical device evaluation could not be performed, the biomedical technician provided photos which clearly exhibited thermal damage. Charring was visible on the bibag interface board and part of the bibag interface cable appeared melted. Based on the provided photos, the investigation into the cause of the reported problem was able to confirm the reported failure mode.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a charred bibag interface board and a melted bibag interface cable. The machine was alarming with "v105 stuck closed" and "check acid connector" messages when it entered heat disinfect. Upon troubleshooting the machine issue, a burning smell was observed and it was found that the bibag interface board was charred and the bibag interface cable leading to it had melted. There was no smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the charring and melting found on the bibag interface board and cable. Additionally, there was no damage observed on any other components, or any other additional issues, associated with the melted ribbon cable and charred bibag interface board. The machine has not had any past problems with failing the electrical leakage test and was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet at the time the issue occurred. The machine had approximately 1,000 hours. It was confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The bibag interface board, the bibag valve assembly and cables were replaced to resolve the reported issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The samples are available to be returned to the manufacturing plant for evaluation.